Manufacturer narrative:
Additional manufacturer narrative: this event was determined to be reportable per edwards lifesciences procedures. Customer letter not requested. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Device not returned.

Event description:
It was reported that the device was explanted after an implant duration of zero days due to unknown reasons. No further details were provided. Information learned from our implant patient registry. On (B)(6) 2010, the surgeon responded saying that the 34mm physio ring caused systolic anterio motion; therefore, the device was explanted and a 38mm ring was implanted as a replacement. The surgeon considered this an explant at implant. The operative report was requested but was not provided and there was no indication that the device was available for return.